Event description:
Pt who was introduced to an induo insulin doser in 2002 for type I diabetes mellitus, reported that they developed elevated blood glucose levels and background retinopathy. From 2002 to 2003 their blood glucose levels were intermittently elevated, but they were albe to control them by adjusting their diet and increasing their activity. In 2003 blood glucose levels became consistently elevated and they were no longer able to control them through diet and exercise. The pt attempted to decrease blood glucose levels by drinking water and administering additional doses of insulin with the induo doser; however, they remained elevated. They injected insulin with conventional insulin syringes and their blood glucose levels normalized. Pt. Reported that the doser dispensed too little insulin and they obtained high blood glucose readings because of this. They also reported that when they performed injection they noticed that the orange rear rubber stopper in the insulin cartridge did not advance and that this typically occurred when the insulin cartridge was half empty. Pt stated that they felt they had been injured as a result of not getting enough insulin and experiencing blood glucose levels as high as 400 mg/dl, which never happened in the past. Pt was examined by a retinal specialist who informed them that they had slight background retinopathy, possibly due to the higher blood glucose levels. No treatment or additional testing was ordered. The pt stated that they have not experienced any changes in vision. Pt vacationed in 2003, but they did not make any changes to their diet during that time. They did not develop any illness, or infection, or start any new medications during the events; however, they have experienced increased stress related to them. Pt stated that they perform an air shot every time they use the doser. They also stated that the function check seemed to work, but it was performed with a new insulin cartridge, and the function check usually works when the insulin cartridge is new. They continue to use the induo and received training from physician on the use of the doser, and are able to perform the air shot and the function check with it. Pt changes the disposable needle with each injection and does not leave the needle on the doser between injections. Prior to using the induo they administered insulin with conventional insulin syringes. Pt does not have a history of background retinopathy. They stated that their diabetes was well controlled until may 2002. The events are currently ongoing.